Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 392 mg/dl. The contact addressed bg level with a bolus via the pump; however, the contact regularly assists the user due to the user's age. During troubleshooting with tandem's technical support, it was determined that there were air gaps in the tubing. Reportedly, the contact changed all the supplies.